Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 145mg/dl, 110mg/dl. Tests were done <10 mins apart with a difference of 24%. Pt did not experience any adverse events. No further info has been reported.